Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a missing platen was confirmed through photos in the tpc site summary, however the cause of the missing platen was not identified. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
As part of the project planning for the alaris-epic interoperability project at stanford, the technical practice consultant was onsite last week to perform an a fleet assessment of the facility alaris devices. Inspected devices with red tags indicating devices require biomed repair. One device tagged with red tag indicating that the device ¿says check IV set¿ and another "pressure sensor issues. Further inspection found device missing lvp platen door with "check IV set¿ . Biomed technician that was escorting me through ICU removed the device from ICU clean utility and returned the device to biomed for repair. The tpc observed device from ICU clean utility it was reported a red tagged note attached to the device stated; "pressure sensor issues and check IV set." Physical inspection found missing lvp platen door. There was no report of patient involvement.